Event description:
Medication checks were done. The medication was placed in the syringe pump and was set to infuse over 15 minutes. However, the pump infused the medication in 5 minutes.we have received several incidents with similar outcomes. The issue is a user related human factor issue. The 1 cc luer lock syringe diameter is identical to the 3 cc syringe. The syringe pump prompts the question: "1 cc? 3 cc?" When a clinician loads a 1 cc luer lock or a 3 cc syringe. The user then selects the 1 cc or 3 cc from the options. This can cause a 3 fold over or under-infusion if the wrong size is selected.manufacturer response (as per reporter) for syringe pump, medfusion 3500 syringe pump:a programming error was the cause of the incident. The nurse accidentally selected the wrong syringe size (1cc instead of 3cc) from the syringe pump menu.